Event description:
It was reported that the patient underwent a posterior cervical surgical procedure at c3-c4. It was reported that the superior screw broke during the procedure. The screw was removed and replaced, however a fragment of the device was left in the patient. No additional patient complications were reported.

Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Manufacturer narrative:
Visually confirmed the set screw is fractured approximately ~1 thread up from the base of the connector hex head. The fracture surface appears to emanate from the root of the internal thread tooth outward, is roughly parallel with the tooth angulation, and shear lines on the fracture surface. Additionally, the associated screwdriver hex tip was found to be plastically deformed, with the deformation morphology consistent with overload. The driver tip was dimensionally inspected, and found to be within print specification. The location of the fracture at the base of the connector head, the fracture surface angulation relative to the thread axis, and shear lines are consistent with torsional overload.